Event description:
The facility reports after bathing, the female resident was transferred from the lift seat onto her wheelchair when part of the seat "broke away." Help was at hand, and the resident was able to complete the transfer without injury. The seat unit has been taken out of use awaiting inspection.

Manufacturer narrative:
No further information has been provided (no actual investigation report), despite repeated requests by the manufacturer. Therefore, the manufacturer is closing the report as is, due to lack of information.